Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, a catheter had a rough tip. The user reported that the catheter was not formed properly at the end. The catheter was flattened and quite sharp. The rounded end was not there and it is shorter than the usual catheter. Customer has checked all other catheters and they do no have a fault on them. Customer realized that holes were at the top end so it appears as if the catheter has been assembled incorrectly.